Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No medical records regarding the revision were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00771101300 femoral stem lot #60968916, item #00631005632 liner lot #61300290, item #00801803202 femoral head lot #61338132. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products remain implanted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00490, 0001822565 -2019 -02044-1, 0001822565 -2019 -02045-1.

Event description:
It was reported that patient is being considered for a revision approximately 10 years post initial implantation for unknown reason. Attempts were made to obtain additional information; however, none was available.